Event description:
It was reported after a shoulder surgery, the patient went for a walk and lost consciousness. Upon review of session records, there was no data to suggest why the patient lost consciousness. There were recorded svt and ventricular fibrillation episodes with the device delivering appropriate therapy.

Manufacturer narrative:
.